Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the root and radius lose connection. Alarm message "radius 7 disconnected". Radius 7 will reconnect after a few minutes. Process repeats. Alerts go to nurse phones. When instrument and battery are together the device will connect to root, screen shows values and monitoring of patient starts. Intermittently the radius 7 will disconnect from root, "radius 7 disconnected" alarm on root sounds, then screen on root goes blank. Radius 7 continues to monitor patient. The bluetooth on root and radius was checked. Both showing mac address and ip address the same and connected. I switched out instrument with a new one. Same outcome. Additionally, the staff have noted spo2 values not correlating with actual. Device taken off patient and put in storage. There were no consequences or impact to patient reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues prior to this reported event. Correction: device manufacture date to 10/23/2015.